Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported high return alarms during a platelet procedure on a trima device. Per the customer, the device would not allow the procedure to continue. The customer provided terumo bct with video showing that when the continue button was pressed, at the 3 minute pause alarm, the machine would return to the same alarm. It was not possible to continue or return the 3mls of blood as instructed on screen. The customer provided another video that showed venous access was unobstructed by allowing blood to flow into the sample bag and then showing the operator squeezing the bag to move both air and blood back towards the donor. Patient information and outcome are unknown at this time. The disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer provided video of the reported issue in lieu of the disposable set. The video confirmed the presence of air in the pre-donation sample bag and sampling line with a donor connected. The sidewall pinch clamp was closed. It was not possible to verify if the clamp was closed adequately or was damaged. Video of the trima display indicated the occurrence of on screen return pressure alerts. The run data file (rdf) was analyzed for this event. Analysis of the rdf showed that, after 6 ¿draw pressure too low¿ alerts presented around 15 minutes into the procedure a ¿return pressure high¿ alert occurred. Following this alert, the pumps remained paused for 3 minutes. Review of the aps sensor signal showed that the aps reading remained high and did not change during the time the pumps were put in pause, which is an indication that the inlet line was clamped. When the 3-minute pause alert screen was cleared, the aps reading was still high, therefore the procedure could not be resumed and the alerts were immediately recreated. Based on the available information from the video, the return pressure reading remained in the red zone and the persistent high return pressure was most likely caused due to a closed blue donor line clamp. Review of the submitted videos showed that the sample bag line was not permanently or hermetically sealed during the procedure. The ¿donor disconnect error¿ was presented as the system detects the donor is still connected. Analysis of the run data file confirmed that the ¿motor hardware failure¿ (alarm 90) was generated during the donor disconnect test. Analysis did not show a conclusive root cause for this alarm. However it is possible, though not conclusive, the alarm was generated as the system did not see the inlet pump speed change as expected. It is also possible that an inlet line occlusion contributed to this alarm. Corrected corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow up report will be provided.

Event description:
Patient gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.6.

Event description:
Per the customer the patient is "fine" and was reported as donating platelets twice after the event.

Event description:
The customer declined to provide the patient identifier.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a a terumo bct serivce technician checked out the machine at the customer site. The aps and return rotor were replaced due previous failures and a pressure sensors calibration was performed. All functional tests were successfully completed. Root cause: specific root cause for air in the sample bag could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. Based on the available information from the video, the return pressure reading remained in the red zone and the persistent high return pressure was most likely caused due to a closed blue donor line clamp and/or a dirty/defective aps. Review of the submitted videos showed that the sample bag line was not permanently or hermetically sealed during the procedure. The ¿donor disconnect error¿ was presented as the system detects the donor is still connected. Analysis of the run data file confirmed that the ¿motor hardware failure¿ (alarm 90) was generated during the donor disconnect test. Analysis of the run files did not show a conclusive root cause for this alarm. However it is possible, though not conclusive, the alarm was generated as the system did not see the inlet pump speed change as expected. It is also possible that an inlet line occlusion contributed to this alarm.